Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller perform a pump reset, which resolved the issue as the pump did not display the error code again, allowing the caller to successfully start their sensor session.